Event description:
A customer reported to baxter an issue of leaking disposable cassette found during use. The home patient (hp) stated that when the hp tried to connect the patient line there was a leak probably due to the cap that did not closed well on the patient line. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Suspect medical device info, office contact info and 510k number will not be provided in the emdr, because the product and lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue of leak was not confirmed and cause was undetermined.